Event description:
The customer states that all of the telemetry devices in the pediatric ICU drop 10-15 percent in spo2 intermittently. The second issue the zm-530 transmitter spo2 readings vary between 6-7 percent lower than the nelcor device used to compare spo2. MFR ref # 8030229-2015-00005.